Manufacturer narrative:
Evaluated one open and used reservoir(transfer guard not returned), performed pre-fill reservoir test using a new lab transfer guard. Found reservoir no occluded anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 428 mg/dl. Insulin pump will not be returned for analysis.